Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the ring was broken and the black o ring was lost of the reservoir compartment. The customer stated that the reservoir does not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken off piece from the reservoir tube lip, a missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the missing retainer.

Manufacturer narrative:
Device was received with a broken off piece from the reservoir tube lip, a missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the missing retainer.